Manufacturer narrative:
No product will be returned per customer. The customer complaint of set came apart while milking the set to get rid the set following an air-in-line alarm could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified as no product was returned.

Event description:
It was reported during a site visit that a tubing separation occurred on the medical/surgical unit. The tubing separation happened while ¿milking the set¿ the tubing set after an air-in-line alarm occurred. The clinician stated either normal saline or dextrose 5% was in the tubing set. The clinician cannot recall the event date and the tubing was not saved.